Manufacturer narrative:
Evaluation summary for 1418729-2006-00211: the reported problem of "defib error 11" was confirmed. A "defib error 11" indicates a failure of the isolated a/d converter or isolated power supplies that power the a/d on the defibrillator board. A device displaying a "defib error 11" message will fail to charge. The cause of the reported problem was an open fuse on the defibrillator board. The device was repaired, tested and found to perform in accordance with its specifications.

Event description:
During wa service testing, the device displayed a "defib error 11".